Event description:
On (B)(6) 2011, the patient reported that her insulin infusion device is not administering any insulin. She first noticed the issue on (B)(6) 2011. She stated that it is causing her blood glucose levels to be elevated. She states that she is not receiving the programmed amount of insulin. It was verified with the customer that she primes the pump, that her basal rates are correctly set, the date and time are set correctly, and she has not noticed any leaking. The insulin infusion set has not become dislodged and she recently changed the infusion device's adapter. The patient has not received any error messages on the infusion device. The patient attempted to prime the infusion device and it was unsuccessful. The patient attempted to bolus 6 units of insulin and it was also unsuccessful. The patient stated that she no longer hears the piston rod of the infusion device like she should. The patient does see small air bubbles. The battery in the infusion device is new. The patient tried the same insulin cartridge in the backup infusion device and it performed properly. There is no blood in the infusion tubing. The patient's blood glucose levels rose as high as 400 mg/dl. Her normal blood glucose is around 140 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and was requested to be returned for product evaluation.